Event description:
Operating room manager reported that the vitrectomy probe did not work in pt's eye during a vitrectomy surgery. They changed the probe. No pt impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).